Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the small amount of light escaping through the tip is similar to that of a new fiber and has no potential for forward firing; no failure found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product. This issue is not a reportable event.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be forward-firing. It is unknown how the procedure was completed. Outcome: "no damages to the patient".